Event description:
On (B)(6) 2016 our affiliate in (B)(6) reported that an optical provider reported an issue with the 1-day acuvue moist contact lens. The pt reported to the provider the lens the pt "wore generated an ulcer and the pt had to be hospitalized." The provider also reported that "it is backed up with a doctor's report." On (B)(6) 2016 additional information was received from the affiliate as follows: the eye care provider (ecp) reported the "patient bought his/her lenses off the counter who is first time visitor at this branch." The ecp reported that he/she "later learned that patient has a history of recurrent corneal ulcers on and off. Patient decides to wear lenses by his own without his/her ecp recommendation and believes this episode again." The ecp reported that "is not actually product related." The ecp refuses to give pt details and reports that he/she has already "closed this case from his/her side." On (B)(6) 2016 the affiliate reported that "the patient's eyes are absolutely fine." The ecp reported that he/she "refuses to take any further responsibility on this particular case from their organization perspective as end consumer isn't cooperative." The date of the event is unknown. Suspect product not received for evaluation. No additional information has been received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 2628420104 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.